Manufacturer narrative:
A necessary correction was identified. Corrected information has been provided in d2 - part 1. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and the documentation indicated the product met release criteria. The customer indicated the use of a cartridge, which is only qualified with this lens model up to 25 diopters. The customer indicated the use of cartridge,handpiece and viscoelastic. The root cause is most likely related to a failure to follow the dfu. The account used an unqualified lens/cartridge combination. The lens model is only qualified with the cartridge up to 25 diopters. The use of non-qualified combinations may result in delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received indicating the surgeon followed the lens model/diopter range chart and the lens was damaged due to the wrong sized cartridge being used with the lens. The procedure was completed using a different cartridge. An enlarged incision was required.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported a damaged intraocular lens (iol). Additional information has been requested.